Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for follow-up. The device was found to be in backup vvi mode. The device was explanted and replaced. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory. There was no allegation of premature battery depletion.

Event description:
New information received indicated that the patient received inappropriate shocks.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por) that occurred because of low battery voltage. A longevity calculation was performed based on usage and calculations showed battery depletion was normal. The reported event of inappropriate shock could not be confirmed. Device data was reviewed, and no anomaly was observed. The device was tested on the bench, and the device¿s function was normal.